Manufacturer narrative:
The device br16009 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
It was reported that during registration of the patient a communication failure message and shutdown occurred twice causing a total delay of thirty five minutes. The case was completed as scheduled.

Manufacturer narrative:
Technical investigation concluded that both reported shutdowns were due to a shared memory issue recorded in the database of design defects.